Event description:
During a cataract extraction, the storz I/a handpiece was used to irrigate and aspirate the patient's eye after the lens was removed. One week postoperative, examination of the patient found multiple small fragments of metal-like substance in the patient's eye. The patient had a subsequent surgery to remove the fragments. A chemical spectrum was done to ascertain if the fragments came from the storz I/a handpiece. Preliminary findings suggest that the fragments came from the I/a handpiece.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.